Event description:
It was reported that battery was taking longer to charge than the customer expected. There was no adverse impact to the customer's blood glucose level. The reported issue could not be confirmed. The customer reverted to an alternate method of insulin therapy.